Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 200 units of insulin. Additionally, it was reported that a cartridge alarm 1 (no pressure change when expected) occurred. A new cartridge was loaded resolving both issues. Blood glucose level was not impacted.